Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9811 batch number 67236299 was received for investigation. Visual evaluation noted that the instrument's ceramic face was detached. Functional testing was not conducted due to the damage to the instrument's ceramic face. The cause of the reported failure is attributed to the supplier process. Refer to (B)(4).

Event description:
It was reported that during a shoulder arthroscopy the tip of the device detached inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.